Event description:
I was unable to de-spike the bumex gtt (drops) and change the bag. The spike was stuck in the bag and when I pulled with force, the bag broke. I had to get new tubing and reprime and set up the bumex gtt. This caused a delay in care and it was dangerous having to pull that hard on a sharp.